Manufacturer narrative:
The shoulder pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The shoulder pack failed visual and functional testing due to a broken snap hook. The most likely root cause can be attributed to a damaged snap hooks which can be attributed, but not limited to deterioration and/or due to the handling of the pack. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the strap on the patient's shoulder pack was broken. No direct trauma was reported to pack. The shoulder pack was replaced with no reported patient consequence. Of note, the shoulder pack was issued on (B)(6) 2016. No further information has been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.